Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2007, and on her left hip on or about (B)(6) 2008. Patient has experienced extensive pain and discomfort, as well as excessive levels of cobalt and chromium in her blood. Patient has not yet scheduled an explantation of the asr implants. Update 1/26/2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation. Update rec'd 5/12/2015 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The stem and sleeve are now being added to the complaint. The complaint was updated on: 6/4/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).